Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However, the up arrow button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
The customer reported a button error alarm from the insulin pump. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 115 mg/dl. No further information was provided.